Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 598 mg/dl. The customer stated that she treated the high blood glucose with insulin pump therapy. The customer declined troubleshooting for high blood glucose. The customer declined that the issue resulted in a serious injury or hospitalization. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.